Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine assumed that there was medication in remote manager. Recently the fridge was broken and removed the inventory, but machine assumed wrongly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine thought there was still medication in remote manager. A technical support specialist (tss) connected to the station and server, unloaded the medications from the smart remote manager, and deleted the device from the station. The failed hardware issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.